Manufacturer narrative:
The technician found the ground pin on the power cord plug was snapped off. He replaced the power cord plug to repair the bed.

Event description:
Info received indicates the ground loss led is flashing on the bed.